Manufacturer narrative:
The fenestrated bipolar forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, the fenestrated bipolar forceps instrument had a broken cautery wire. There was no patient harm due to this event. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was found. It was unknown which cable was broken. There were no signs of thermal damage at the site of insulation damage and there was no fragment that fell into the patient¿s anatomy. There was no arcing observed. It was unknown when the damage was first observed. It was unknown how the issue was resolved. The issue did not cause any delay. The procedure was completed. No photographic images of the device or recording of the procedure is available for isi to review.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and visual inspection found no damage to either of the conductor wires. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.